Manufacturer narrative:
Investigation confirmed fault and revealed a slightly loose vavd's valve cable due to loose relay connector screw. The relay connector screw was tightened and the vavd setpoint held, no more issue seen. The unit was put through endurance testing and gas calibration and passed both.

Event description:
User reported that the vavd dialed to -15mmhg, however on the quantum ventilation module, the vavd setpoint showed at 0mmhg and triggered setpoint error in the alerts tab.